Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, the rod and set screw was loosened at t1 level post-operatively. Patient experienced neck pain, and could hear squeaking when moving neck. Squeaking sensation up to her skull. Procedure performed was c4 - t1 posterior extension of fusion. Mas were intact, no failure associated with mas screws. Revision surgery was performed to explant the loose products. No further complications reported regarding the event.